Manufacturer narrative:
(B)(4). Batch # n56z92. The analysis found that the pse60a device was received in good visual condition and with an ecr60g cartridge reload present. Cartridge as received fully fired and with the cartridge pan detached from the cartridge. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an esophagectomy procedure, after one single shot, it was impossible to install a new load. It was later found that the load used had released a metal fragment which blocked and disabled the machine. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.